Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that there was a display issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during the investigation, the pump was powered on and the display appeared to be dim and discolored. Unrelated to the original complaint, it was noted that all the keypad keys responded intermittently to user presses. There was no peeling or damage to the keypad. The keypad was removed and there was contamination found under all the key contacts and the audio bolus button was torn but responsive. It was also noted that the battery compartment was cracked in two places near the top and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.